Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for spinal pain. It was reported the patient had a pain in the middle of the night and their stimulator turned off. The patient went downstairs to get the programmer and verified the programmer showed ins was off, and they were able to turn it on. There were no other outside variables, and the battery was at 50%. The stimulation was then fine, the issue resolved, and no further complications were reported or anticipated.